Event description:
On (B) (6) 2009, the customer's biomedical technician reported to the service depot that a colleague infusion pump had a malfunctioning battery that caused a fire with the device. The event was reported to have occurred on (B) (6) 2009 during biomedical service in the clinical engineering. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. The software version for this device is currently unknown. There is no additional information available.

Event description:
It was reported that the weld on the main frame holding the siderail is broken.

Manufacturer narrative:
(B) (4) the user interface module master software version is 6.13.90, categorized as remediated. The pump was received and evaluated by baxter. The reported condition was confirmed. The grounding of positive battery leads caused a short across the battery and burnt r118 resistor in battery gas gauge circuit on the primary side of the user interface module printed circuit board. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer.

Manufacturer narrative:
(B) (4).there is a CAPA investigation associated with this report. (B) (4). The pump will be returned and evaluated by baxter. A follow-up report will be submitted when the evaluation results or additional information becomes available.